Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The event describes the tip as being bent and not fully attached to the handle. These implants are metallic and are malleted into the bone until the threads engage. Excessive forces could bend the device. The most likely cause(s) of this type of event include improper bone preparation prior to insertion, over insertion, not inserting the implant coaxial to the bone tunnel and/or prying/leveraging/torquing the driver while the implant is still loaded and not properly aligned. The directions for use for the device states: make sure to use the recommended drill bit or punch to create the bone socket. The d.f.u. Also states that insufficient quantity or quality of bone is a contraindication. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. The device was returned and an evaluation was completed. The device met all material specifications as received. The evaluation of the returned device revealed that the screw fits and/or seats fully onto the driver. The tip of the screw was observed to be bent; scratches and indentations were observed on the surface of screw tip and body, respectively which indicates that prying/leveraging of or hitting the screw against hard/metal surfaces. Even though the tip was bent, during function testing the returned device was observed to work as intended; no additional bending on the tip was noticed. Complainant's event is typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned and/or torquing while leveraging the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip was bent and not fully attached to the handle which caused a bone to break when trying to screw it into the place. Follow-up information: the procedure was a rotator cuff repair and according to the latest update only a part of the corticalis broke. Patient is fine, surgery finished well.